Manufacturer narrative:
Device is not distributed in the united states, but is similar to u.s. Distributed product. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. No further investigation is warranted at this time. (B)(4).

Event description:
During a knee arthroscopy, it was reported that upon initial deploying the t1 implant, the t2 implant deployed simultaneously; the t's deployed outside of the meniscus before removal. The surgeon removed the first and second t from the patient. There was no patient injury and no piece broke off in the patient. There was a 20 minute delay in the procedure and nothing was left in the patient. It was reported that the device was discarded.